Event description:
It was reported that during an implant attempt after the lead was placed the stylet could not be removed. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was stretched, the outer insulation was pulled apart due to overstress, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the connector pin was pulled out; it was noted that the lead was received with the distal conductor and pin pulled out of is-4 connector. It was also noted that the distal conductor was stretched, the outer insulation was pulled apart due to overstress, there was blood in/on the helix/lobe mechanism, and the lead was stretched.